Event description:
It was reported that the pump produced an alarm indicating that the cadd cassette reservoir was not attached. No patient injury or complications were reported in relation to this event.